Manufacturer narrative:
B5: describe event or problem - addition information; g3 date received by mfg - addition information; g6 type of report - addition information; h2: additional information/ device evaluation - addition information; h6: adverse event problem - addition information.

Event description:
Subsequent to the initial MDR, an addition is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a damaged wire occurred. The sensor was inserted into the abdomen. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.